Manufacturer narrative:
Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint reported for needle broken on this lot #. No non-conformance's were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as there was no documentation for this type of defect during the entire production run of this batch.

Event description:
It was reported that 1bd precisionglide¿ needle cannula broke off. The following information was provided by the initial reporter : the consumer reported a 30g x ½ in needle break off from the hub.